Manufacturer narrative:
Batch review performed on 23 august 2018. Lot 160142: (B)(4) items manufactured and released on 22 march 2016. Expiration date: 2021-03-06 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: tibial insert fixed sphere flex #2/14 mm r reference 02.12.0214fr (k121416) lot 154770: (B)(4) items manufactured and released on 20 january 2016. Expiration date: 2021-01-05 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Patient match investigation done on 22 august 2018. Our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
The patient came in complaining of pain 1 year and 9 months after primary: the mcl had ruptured. Post mcl repair the surgeon noticed that the patient presented with a valgus alignment: he recut the femur to fit a size 3 gmk revision ps femur and revised also insert. The surgery was completed successfully.